Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer stated that the plastic cover of the synchroseal instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure. The customer used a backup instrument to continue the procedure as planned. Intuitive surgical inc. (Isi) followed up and obtained additional information. The fragment was removed immediately after the event happened using another instrument. The operation was continued robotically as planned. No post-operative examinations were done. The nursing staff inspected the instrument and noted that there was no obvious damage before the start of the operation. The issue occurred ten minutes into surgery. There was no collision of the instrument or the instrument coming into contact with hard materials. The instrument was not removed at any time during the procedure and prior to the breakage.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined. A review of an image of the instrument provided by the customer was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Per the fae, it looks like the plastic jaw cover has been severely torn near the distal end of the instrument, and a piece has broken off that is next to the jaw with the seal electrode.